Event description:
The pt reported that pod alarmed while attempting to give a bolus. There was one high bg associated with the pod (352 mg/dl). Pod failure occurred during this bolus. He changed the pod and brought bg down. Returned pod for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.